Event description:
It was reported that the cord was slashed while using the camera head. The surgical technician was in the middle of breaking the room down and the patient was in route to the post anesthesia care unit after the case the successfully completed. During the break down of the room, as the technician was cutting the ligature cord, the camera cord was mistakenly cut instead. There were no reports of patient involvement.

Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. A definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the cord was slashed while using the camera head. The surgical technician was in the middle of breaking the room down and the patient was in route to the post anesthesia care unit after the case the successfully completed. During the break down of the room, as the technician was cutting the ligature cord, the camera cord was mistakenly cut instead. There were no reports of patient involvement.